Manufacturer narrative:
Data analysis: rp pump (B)(4) was plugged into (B)(6) on 5/2 having run for 1685 minutes and immediately triggered an event #1052 for placement signal not reliable with an rp dual sensor ((B)(6) imclog psnr .png). The rt logs confirm for the duration of the pump connected to (B)(6), the optical placement signal was fine but the electrical (differential) placement signal was around -6000 mmhg which is inaccurate ((B)(6) rtlog psnr dual sensor.png). Device analysis: the failure mode was reproduced as upon running a known good rp pump, the placement signal not reliable alarm immediately triggered and remained until the pump was unplugged. The rt log from this test showed electrical placement signal was -5350 mmhg which again was drastically inaccurate ((B)(6) rtlog test pump psnr.png). The impellatronic board was replaced with a known good and the console performed as expected with both electric and optical placement signal reasonable. Root cause: the cause of the malfunctioning differential placement signal was a defective impellatronics board. Repair: please replace the impellatronic board (0042-1125 or equivalent) then run an rp pump for 10 minutes confirming no placement signal not reliable alarms and perform the scheduled pm (0042-7309)

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a yellow alarm, "placement signal not reliable," and was unable to display blood flow, "flow calculation disabled." The staff switched the catheter back to the hospital's aic and all the waveforms and blood flow displayed correctly.